Manufacturer narrative:
Batch review performed on 18 december 2023: lot 2246992: 100 items manufactured and released on 05-apr-2023. Expiration date: 2028-03-18. No anomalies found related to the problem. To date, 77 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision 1 month and a half after the primary due to joint luxation (liner is from a competitor). The medacta head was revised successfully.